Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: (B)(4). Selected flow(s): device interaction/functional. Visual inspection: the visual inspection of the returned depth gauge shows that the measuring hook is bent. The device has multiple marks and shows signs of use. The failure of a bent measuring hook was identified during investigation therefore the complaint is rated as confirmed. Functional test: the functional test was performed for the returned depth gauge confirming that the slider is rough running. After applying one drop of synthes oil, the parts can be moved without any force. In addition, a function test was performed at the time of manufacturing with no issues documented. Dimensional inspection: dimensional inspection is not required as per selected investigation flow w-m-s080 appendix a as root cause is user related. Document/specification review: a review of the device history record was performed for the finished device lot number and showed that there were no issues during the manufacture of this product. This lot number was produced in august 2014 with no findings reported. Summary: the received condition of the device is concordant with the complaint description and the complaint condition is confirmed.the functional test was performed for the returned depth gauge confirming that the slider is rough running.this lot of 20 pieces was manufactured in august 2014. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. No manufacturing related issues that would have contributed to this complaint were found. We conclude that the depth gauge was subjected to improper handling, frequent use and insufficient lubrication which caused the malfunction of the instrument. We herewith would like to recommend to our guideline for reprocessing ¿important information¿ were it is stated that: lubricate instruments with moving parts, such as hinges and joints, spring-loaded ball bearings, and threaded parts. It is recommended to lubricate and maintain synthes instruments with synthes special oil only. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 03.111.005, lot: 9027519, manufacturing site: (B)(4), release to warehouse date: august 21, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for distal radius fracture with the depth gauge in question. During the plate fixation, the surgeon tried to use the depth gauge, but had difficulty in using it because it did not slide well. The surgery was completed successfully with a thirty (30) minute surgical delay. No further information is available. Concomitant device reported: unk - plate: (part# unknown; lot# unknown; quantity: 1) this report is for one (1) depth gauge for 2.0mm/2.4mm and 2.7mm screws. This is report 1 of 1 for (B)(4).